Event description:
The manufacturer received information alleging a patient became disconnected from the ventilator. Cardiopulmonary resusitation was attempted and the patient expired. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient became disconnected from the ventilator. Cardiopulmonary resusitation was attempted and the patient expired. The ventilator was returned to the manufacturer for evaluation. The device's downloaded event log revealed the device alarmed for circuit disconnect for 4420 seconds at the time of the event. The device was evaluated and passed all testing. No malfunction of the device was observed. The manufacturer concludes the device alarmed and functioned as designed.